Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the ICU that the patient had an insulin infusion via the syringe module at a volume of 50ml and a rate of 10.7ml/hr., but the full volume of the syringe infused in over 30 minutes. The insulin was turned off and the module was taken down and flagged for repair. Patient's blood glucose was checked, and vital signs were obtained. It was reported there was no apparent patient harm.

Event description:
It was reported from the ICU that the patient had an insulin infusion via the syringe module at a volume of 50ml and a rate of 10.7ml/hr., but the full volume of the syringe infused in over 30 minutes. The insulin was turned off and the module was taken down and flagged for repair. Patient's blood glucose was checked, and vital signs were obtained. It was reported there was no apparent patient harm.

Manufacturer narrative:
G3: category health professional removed. Report source if other changed to biomed.

Manufacturer narrative:
The report that the device infused too fast was confirmed through inspection of the device. The event description stated that an insulin infusion was programmed to infuse at 10.7 ml/hr using a 50 ml syringe, however, the pcu event log showed that the user selected a 3 ml monoject syringe with 5:57 ml being detected. The user proceeded with the infusion using this incorrect selection. An incorrect syringe selection that does not match the actual syringe that is physically loaded into the device can result in both over and under infusions or a delay in therapy due to the device detecting the incorrect syringe or no syringe at all. A review of the device error logs found no errors during the time of the reported event. Functional testing performed found the syringe module was unable to detect syringes correctly. Internal inspection of the device found that the syringe sizer sensor/potentiometer was detached from the barrel clamp, which caused the device to detect syringes inaccurately. The root cause was identified as the syringe sizer sensor/potentiometer being separated from the barrel clamp. Device history: review of the syringe module s/n (B)(6) service history record showed that the device has a manufacture date of 09 august 2016. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported from the ICU that the patient had an insulin infusion via the syringe module at a volume of 50ml and a rate of 10.7ml/hr., but the full volume of the syringe infused in over 30 minutes. The insulin was turned off and the module was taken down and flagged for repair. Patient's blood glucose was checked, and vital signs were obtained. It was reported there was no apparent patient harm.